Manufacturer narrative:
Remove evaluation conclusion code (B)(4), remove evaluation results code (B)(4).

Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was 145 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.